Event description:
It was reported that the lead exhibited high threshold of 3 v at 1 ms. The lead was successfully repositioned with threshold of 0.5 v at 1 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.